Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm on the low setting. The root cause was determined to be due to the main printed circuit board and the buzzer printed circuit board. The device was repaired.

Event description:
Report received of no audible alarm tone on the low setting. The device was returned to the user facility's biomedical engineering department, with no note attached. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the device did not audibly alarm on the low setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.